Event description:
The manufacturer received information alleging a trilogy ev300 "fan service required" red alarm condition occurred. There was no harm or injury reported. The trilogy ev300 oxygen blending module (obm) was returned to the manufacturer product investigation lab (pil) for evaluation and the customer¿s complaint was not confirmed. During the investigation the component was visually inspected for defects, and none were found. The pil had no error logs to review. Testing was performed on the trilogy evo obm test station and the component failed the test. Pil determined that the obm's proportional valve was leaking and causing the component to fail testing.